Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the all the defective parts (pcb keypad controller, keypad assemblycs100/cs300, overlay main keypad german ) and performed full calibration, functional testing and safety check to factory specifications; the iabp passed all tests and was returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). Full name of the event site is (B)(6).

Event description:
During scheduled preventative maintenance(pm) on the cs300 intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was discovered that when pressing the control keys menu and back key the display screen flickers slightly. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The date was incorrectly reported in the initial emdr; the correct date should read 07/03/2018.

Event description:
During scheduled preventative maintenance(pm) on the cs300 intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), it was discovered that when pressing the control keys menu and back key the display screen flickers slightly. There was no patient involvement, thus no adverse event was reported.